Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up, premature battery depletion was detected, and the device was showing 6 months remaining. The device was explanted and replaced and later returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Following completion of laboratory analysis a supplemental report will be filed.

Event description:
It was reported during a routine follow-up, premature battery depletion was detected, and the device was showing 6 months remaining. The device was explanted and replaced and later returned for analysis. No adverse patient effects were reported.